Event description:
An ins 8401 accudrain was implanted into a patient during a posterior tumor removal. The cerebrospinal fluid (csf) was very bloody and there was no known cerebrospinal fluid infection. The lumbar catheter was not occluded. Shortly after the patient arrived in the intensive care unit, it was noted that there was a back flow of csf into the patient. The accudrain was removed and revised. There was no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.